Event description:
It was reported that a device experienced "noisy operation". There was no pt incident reported.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When the device is returned, an eval will be completed and a supplemental report will be submitted.